Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: the support didn't work properly during the surgery. Doctor tried to make the item work, without success. Therefore, doctor had to cancel the surgery and program for other day.